Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Extended investigation has been performed for the freestyle libre 3 complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported sensor related error message. Successfully started a libre 3 sensor, receive glucose readings and alarm notifications in the application on a (samsung galaxy a52, android 13, 3.4.2.9593), (iphone 11 pro, ios 16.3.1, 3.4.1.7374) and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) application with a unknown phone with unknown operating system. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, confusion, "shocked", and was unable to self-treat, requiring contact with emergency services who transported customer to the hospital. Customer received third-party treatment of "12 grams of glucose" injection by a healthcare professional either in ambulance or at hospital for a diagnosis of hypoglycemia. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) application with a unknown phone with unknown operating system. Customer received a "sensor ended" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, confusion, "shocked", and was unable to self-treat, requiring contact with emergency services who transported customer to the hospital. Customer received third-party treatment of "12 grams of glucose" injection by a healthcare professional either in ambulance or at hospital for a diagnosis of hypoglycemia. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. N/a was populated for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.